Event description:
The customer reported that prior to use on a pt the unit generated. Fiber optic module failure. The pump was replaced and therapy was initiated. No pt was involved.

Manufacturer narrative:
The company rep confirmed the reported event of fiber optic module failure. The company rep replaced the fiber optic assembly (part number 0997-00-1161e). The company rep performed full functional and safety test. The unit met factory specs and was returned to the customer. (B)(4).